Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The lead was also returned for analysis. Both the device and the lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead returned and analyzed. Upon secondary review, the conclusion that was previously submitted has been changed. The device had no output and no telemetry, which was caused by a high current drain condition. This condition was the result of excessive current leakage in the tantalum (battery filter) capacitor.